Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the year in the pump¿s date setting changed at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a manual time change. A timekeeping accuracy test was performed over five days, and the pump accurately kept time. The pump battery was removed and replaced within an hour, and the time and date reset to default settings. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.